Manufacturer narrative:
Per the field service engineer (fse) , there is no product malfunction. The issue is improper operation by hospital staff. The unit passed all testing.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that no flow can be detected. The customer reported the device was in use, but there was no patient harm reported.